Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15745. It was reported the pt fell several times and afterwards experienced intermittent shocking sensations at the ipg site while stimulation was on. The pt was advised to consult with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.